Event description:
During an MRI scan an anesthetized pt, skin burns were observed beneath the four individual ECG electrodes. The skin burns were observed after the pt was removed from the MRI bore following the MRI scans. Skin burns were treated with an antibiotic burn ointment following the MRI scan. The ECG cable used was rated for scans up to 0.4 w/kg, and it is almost certain the some of the MRI scans performed exceeded this specific absorption ratio (sar) rating.